Event description:
On (B)(6) 2013, the reporter contacted animas alleging intermittent power issue. It was reported that the pump has been rebooting several times today. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 11/14/2013 with the following findings: the black box history reveals the pump rebooted several times on the day of the complaint. The battery compartment was not damaged, and the battery cap was returned with the pump and had intact threads and fit securely on the pump. The pump powered on to the verify screen. The pump was primed and exercised for 24 hours and did not experience any power loss. There was no intermittent condition found to the power circuit when the pump cover was removed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.